Manufacturer narrative:
(B)(4). Customer provided a photo of a catheter inside a plastic bag. The complaint could not be confirmed by the photo. Complaint verification testing could not be performed either as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports leaking from a hole or crack in the body of the catheter during patient use. The customer reports the device is indwelling for approximately 4 to 6 weeks.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports leaking from a hole or crack in the body of the catheter during patient use. The customer reports the device is indwelling for approximately 4 to 6 weeks.